Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient was revised due to shoulder pain and possible infection. The patient's components were all explanted and there were signs of metallosis from the darkened black tissue. Looked as if the center cage had snapped off the poly and the poly was not well fixated. The surgeon pulled out the glenoid with 2 fingers. The cage had broken off. All implants were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis fracture of the center cage leading to wear and loosening of the caged glenoid and subsequent abnormal articulation between the humeral head and center cage. Another contributing factor to the event could have been the reported possible infection. However, infection and the series of events cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices were not returned for evaluation and relevant product information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.